Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, at the fourth firing during side-to-side anastomosis between duodenum and stomach. The surgeon performed the clamp test, green button turned to flashing when press, but the devices operated normally upon check. In order to change the resection line, the doctor opened the jaws of the reload and clamped the tissue again, but green indicator illuminated and turned to flashing again. The surgeon judged the devices were operating normally. However, the devices could not fire. (Firing did not advance even though the button was pressed). The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.